Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that water entered inside the video connector during user handling. As a result, an abnormality occurred in the electronic component, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , service repair noted the image failure break, image malfunction was not confirmed as image was visible, no image loss observed during the evaluation, however, inspection found the cable malfunction was confirmed. Deformed, buckled cable unit was observed during the inspection. Furthermore, inspection found angulations lock function is insufficient. M-plug unit corroded. Water invasion found in the ccd unit. Adhesive of distal end a-rubber (bending section) found deteriorated likely due to chemical stress and an exposition to heat during the cleaning/disinfection process. The replacement of the a-rubber, the cable tube unit, the m plug unit , ccd unit and the adjustments of the bending angulations are required as a major repair to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported image failure with cable break. The issue found during an unspecified procedure. There was no patient harm , no injury reported due to the event. No user injury reported. Customer per the report received a loaner device.